Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
It was reported that patient presented with pelvic fracture. Surgeon placed a non-modular shell and cemented liner. Also place a universal sleeve and ceramic head on existing stem.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding periprosthetic fracture involving a tritanium shell was reported. The event was not confirmed. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: "cannot confirm event. Need complete op reports, x-rays and clinical history" to further investigate. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including the revision operative report, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that patient presented with pelvic fracture. Surgeon placed a non-modular shell and cemented liner. Also place a universal sleeve and ceramic head on existing stem.